Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose. The blood glucose reading was 50 mg/dl. Customer was treated with coke. The auto mode feature was not active at the time of incident. Customer feels okay to troubleshoot. The customer will continue to use the product.